Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead was attempted to be implanted. High, out-of-range pacing impedance measurements were observed during the implant procedure and could not be resolved with repositioning. A different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was not returned for analysis.